Manufacturer narrative:
Initial and final MDR (B)(4)-device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set cannula kinked events on (B)(6) 2024, (B)(6) 2025 and (B)(6) 2025. The event occured after 3 or more hours of insertion (insertion made at abdomen). The sets were in use for 12 hours. Company do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.